Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a worn video connector latch; image loss occurred upon moving the cable in a "wiggle" motion. Additional evaluation findings are as follows: 1.) Corroded top cover, bottom chassis, rear panel, front panel chassis, pip connector and usb connector board; 2.) Software version 3.01 found installed; update to version 4.10 was recommended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when attempting to use an olympus, model series 180 scope and an olympus, model maj-1430 with the olympus, model cv-190, evis exera iii video system center, the image was distorted and flickered. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a worn-out video connector latch. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.